Event description:
One blood leak occurred at 24 reuses. The total blood loss is approx. 200cc, since the blood was not returned to the patient. The patient is well and no medical intervention was given to the patient. Other 3 cases of leak were reported from this facility. Refer to MDR no.: 8010002-2002-00027,-00029,-00030.